Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they keep getting power on reset (por) on the programmer, starting probably about 3 days ago. Pt described informational por, and was able to clear por on the programmer during the call. Pt then said they have cleared por that way previously, but the por message would keep coming up. Pt said ins was about 3/4 full and they normally see the por while in their bedroom, but that was because they use the programmer while in there and they hadn't had an issue in there previously. Pt then said they were going for radiation treatments and asked if that would cause the por. Pt said at first they didn't turn off the ins, but they had been turning ins off lately, however pt still got por. The issue was not resolved. Patient services (pss) reviewed por information and redirected pt to their healthcare provider (hcp) to further address the recurring por.

Event description:
Additional information was received from the patient. The patient reported that they did not meet with their healthcare provider (hcp), as they do not currently have one. The patient reset the device. Cause was not determined. The por code continues to occur and the patient resets it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.